Manufacturer narrative:
Vad pump (B)(4) was returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files revealed a slight rise in power consumption prior to the reported event date, but pump parameters were within their normal operation range. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
On (B)(6) 2015 patient presented to (B)(6) for acute onset left facial and arm numbness/weakness in the setting of recent labile inrs. CT head and subsequently a CT - head perfusion was negative. Inr was sub-therapeutic at this time at 1.9. While at (B)(6), patient had episodes of wide complex tachycardias (likely representing atrial fibrillation with aberrancy), for which patient was started on amiodarone therapy. Additionally, given elevated maps, his lisinopril was increased. Patient was started on pravastatin therapy, given this neurologic event. Patient underwent a teg (thromboelastography) study and platelet mapping, demonstrating there may be some benefit in adding plavix to his regimen (adp pathway only with 19% inhibition); however, for now (B)(6) decided to trial patient on higher inr goal and reconsider addition of plavix therapy in the future. A week prior to rhc performed on (B)(6) 2016, the patient's coumadin was stopped and he was being bridged with lovenox for a rhc. The purpose of the rhc was for hemodynamic monitoring for the transplant list as well as annual vad optimization. On (B)(6) 2016 ldh was found to be 444 (baseline 203 - 220). Patient underwent a ramp study with rhc. The patient's study was uneventful and based on hemodynamics pump speed was increased from 2340 to 2500 for better lv unloading. On (B)(6) 2016 patient's ldh was noted to be 485 and accordingly he was admitted to (B)(6) for IV heparin. During course of admission at (B)(6), ldh initially responded to high dose heparin gtt from 485 down to 433. On (B)(6) 2016. However, the ldh briefly increased with a sub-therapeutic heparin gtt which was later rectified. On (B)(6) 2016 - IV heparin was held and the patient underwent plavix loaded, however, repeat ldh level increased further and accordingly IV heparin was resumed. On (B)(6) 2016, clopidogrel stopped and integrilin gtt started. Ldh initially stabilized but power increased from baseline of 3.5 to 4w. Patient then developed mild epistaxis and was treated with agno3 by ent. On (B)(6) 2016, ldh continued to climb with power consistently 4w. Patient was urgently presented to the transplant committee and was accepted as stats 1a category b for device thrombosis. On (B)(6) 2016, patient transferred to (B)(6) for consideration of tpa directly to lvad vs. Pump removal/revision surgery. Patient blood group o and highly sensitized. Plan to wait for transplant over the weekend and if none available pump exchange on monday (B)(6). On (B)(6) 2016, patient underwent pump exchange. Pump exchange complicated by intraoperative air-emboli to rca with acute rv dysfunction with vt intra op and on arrival to ICU on amiodarone, 2 seizures with tonic-clonic movements and hemodynamic compromise during day. Extubated twice and reintubated twice, presumed due to aspiration plus bacterial pna (pneumonia). Patient was discharged from (B)(6) to home on (B)(6) 2016 on plavix, coumadin, and aspirin. Ldh 325, inr 3.2. To follow up with neurology at (B)(6) for seizures during hospitalization, discharged on keppra. Clinic follow-up appointment at (B)(6) on (B)(6) 2016. No additional information provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that patient was admitted to the hospital. Oral anticoagulation was stopped and lovenox given for one week for rhc ramp. Ldh rise was noted and team became concerned for possible thrombus. Medical team started integrilin and heparin and ldh continued to rise. Patient was transferred to another hospital for pump exchange which was complicated by air emboli to rca (right coronary artery) with acute rv (right ventricle) dysfunction and vt (ventricular tachycardia) intra-operatively. Patient had 2 seizures with hemodynamic compromise upon arrival to ICU post pump exchange. Now has pneumonia and is re-intubated but pump is working well, per the (B)(6) vad team. Patient remains in the hospital. No further information is provided.